Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event due to an unspecified reason. A device evaluation was performed and it was confirmed that no shocks had been delivered. No additional adverse patient effects were reported.